Event description:
Pt's family member called lfs alleging that pt's meter would not power on. Patient was feeling sick so pt tested on their non-lfs meter and checked their sugar. Customer service had family member check the batteries and made sure they were good and they were correctly installed (positive + side up). The meter still did not power on and customer service sent pt a new meter.